Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was intermittently fluctuating. Additionally, it was reported that the customer received a power source alert while attempting to charge the pump. Customer's blood glucose level was between 77-78 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.